Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer was performed self test and it was not pass. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 4 and pump error 53 found in the device history due to software error. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin trace and pin trace on keypad assembly.